Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The shock impedance has trended down in the last year. The latest value was 28 ohms on 04-dec-2023. The rv sensing has also trended down in the last year. Some potential noise can be seen on home monitoring. A full lead evaluation was recommended. Lead remains implanted.